Event description:
The customer nurse reported caregroup pop-ups were not showing any information. Some pop-ups show other monitor screens and current alarms, as expected. No adverse event involving patient or user was reported.